Manufacturer narrative:
The suspect device will not be returning for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that a patient suffered a pericardial effusion during a ep procedure while mapping the left atrium. The patient's bp pressure dropped. An ice catheter and echo study was used to confirm the effusion. The physician states that possible perforation of the left atrial appendage is suspect. A pericardiocentesis procedure was successfully performed by the clinical staff successfully removing the fluid from within the patient's pericardial space. The primary procedure was temporarily aborted. The patient is stable and was transferred to the unit for overnight observation. No additional consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.